Event description:
Additional information shows lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had dislodged this lead due to twiddler's syndrome. When the physician went to reposition the lead, the lead helix would not retract due to tissue lodged in the helix.